Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non malignant pain. The caller reported therapy had stopped due to power on reset (por). Patient reported she had just woken out of bed when she first saw this message. Patient reported she was experiencing more pain when she woke up on the day of the report and so she went to check her settings which was when she saw the por message. The patient had recent medical test or emi environmental exposure that could be related to issue. Patient stated she had a CT scan (unrelated to therapy/device) on (B)(6) 2016. Patient stated she woke up the morning of the day of the this report, the por screen was cleared and she was able to feel stimulation again. Patient reported she feels stimulation but it was not as strong in her waist and lower back area. The healthcare professional reported that the patient had not contacted the doctor's office and no appointments were scheduled.

Event description:
Additional information was received from the patient who reported that they used their manual to help troubleshoot their issues. Patient reported they are not sure what circumstances led to the stimulation not being powered in waist and low back. They indicated they had gone to bed and when they woke up there was no activity with the unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.